Event description:
It was reported, that "the connection between the ventilator and device connector keep slipping off." There was no reported pt injury and / or change in therapy. The involved device has not been returned to the quality analytical lab for analysis and investigation as of the date on this report.

Event description:
It was reported, that "the connection between the ventilator and device connector keep slipping off." There was no reported pt injury and / or change in therapy. The involved device has not been returned to the quality analytical lab for analysis and investigation as of the date of this report.